Event description:
A report was received that the patient's finger was blistered by the charger after charging.

Manufacturer narrative:
Additional information was received that there was no known intervention provided for patients blistered finger.

Event description:
A report was received that the patient's finger was blistered by the charger after charging.